Manufacturer narrative:
The overall condition of the returned device indicated that aggressive use was the most likely cause of the reported emission of metal fragments.

Event description:
During the procedure, the device emitted metal fragments and additional irrigation of the surgical site was required. There was no serious injury reported.